Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's new ins did not seem to work as well as the old ins. Patient stated that they had a replacement due to normal battery depletion, further mentioning that the new ins did not work as well as the previous one. Patient said it was currently not working , further stating that the four programs that they have did not works as well as the previous ins. Patient requested a manufacturer's representative (rep) to adjust them before the patient's upcoming trip in (B)(6). Patient t said they had changed programs and still nothing was helping them. Patient said their battery was already down to half left and just had it implanted in (B)(6) 2017. Patient stated it seems to work for a while but then they would go somewhere for an hour to use bathroom 2-3 times in one hour and sometimes could hold urine for 3-4hours. Patient said they went one time and the health care provider (hcp) said to keep a diary so they did not have to call back. Patient said it was now not working good, they called to make an appointment but could not get in until (B)(6). An email was sent to the rep so they could set up an appointment with the patient. No further patient complications were reported/ anticipated as a result of this event.